Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, two bands were deployed at the same time. Additionally, the trip wire was also broken. The procedure was completed using the same original device since some bands were being deployed fine. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands premature deployment. Imdrf device code a0401 captures the reportable event of tripwire break.